Event description:
It was reported that patient complications occurred. The 15 mm x 2.75 mm target lesion was located in the proximal left circumflex artery (lcx). The target lesion was pre-treated with a 2.50 mm x 12 mm non-compliant balloon angioplasty catheter resulting in 40% residual stenosis and timi flow of 3. The target lesion was then successfully treated with a 2.50 mm x 15 mm agent dcb resulting in 30% residual stenosis and timi flow of 3. A non-target lesion, located in the proximal left anterior descending artery (lad), was treated using a 3.00 mm x 48 mm drug eluting stent, and 3.25 mm x 12 mm and 4.00 mm x 15 mm balloon angioplasty catheters. Post-procedure, elevated cardiac enzymes were detected and the patient was diagnosed with myocardial infarction. The patient was discharged with the continuation of aspirin and ticagrelor medications.